Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was implanted during a colonic stenting procedure in the rectosigmoid performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a malignant 5cm stricture located in the rectosigmoid. Reportedly, the patient¿s anatomy was noted to be tortuous. During the procedure, after the stent was deployed, the physician noted that the stent moved upstream in the colon and out of the desired location. The stent position was confirmed with an x-ray. According to the physician, the stent remains implanted in the patient and there is no plan to remove the implanted stent. The procedure was completed with another wallflex enteral colonic stent implanted at the stricture. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) stent positioning / placement problem. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.